Event description:
The nurse contacted baxter's technical service center to report an issue of system error (se) 2267(air and fluid in set) which occurred on home choice (hc) during use during fill 5 of 6. The baxter technical representative (tsr) had the care giver(cg) recycle power and cleared the alarm. The tsr explained the alarm. The cg added a new supply bag to the unused line and did not see any air or an obvious cause for the alarm. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Additional information: this complaint for system error (se) 2240 (air in set) was not confirmed. The cause was undetermined.

Manufacturer narrative:
(B)(4) 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.